Manufacturer narrative:
The insulin pump was received with a battery tube threads - cracked, cracked case-corner of belt clip rails, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case and reservoir compartment. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.